Event description:
MFR report #: 9617175-2025-00022 this event was received as part of a post approval study in the USA. 6. 1 reoperation for recurrence. A. Time: 1 year follow up b. Device: liquifix precision 72014033 c. Location: USA due to the nature of how this data is retrospectively collected via the achqc registry, no further information is provided for this case.

Manufacturer narrative:
MFR report #: 9617175-2025-00022. This event was received as part of a post approval study in the USA. 6. 1 reoperation for recurrence. A. Time: 1 year follow up b. Device: liquifix precision 72014033 c. Location: USA. Due to the nature of how this data is retrospectively collected via the achqc registry, no further information is provided for this case. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: an injury or illness that: is life threatening. Results in permanent impairment of a body function or permanent damage to a body structure, or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' Ams cannot conclude that this adverse event was device-related. However, as this event required surgical intervention, in the form of reoperation, to preclude permanent impairment of a body function or permanent damage to a body structure, this event meets the definition of a serious injury and is being reported in the USA.